Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the helix in a retracted position. Microscopic inspections noted tissue entwined in the helix and both the electrode tip and helix were intact and undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis is unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis was completed, this report will be updated.

Event description:
Boston scientific received information that during both the implant of this right ventricular (rv) lead and one day post implant, no issues were noted and all values were acceptable. Some time following discharge, the patient experienced a fall and was moving his arms without consideration to the newly implanted system. The patient came into the clinic the week of (B)(6) 2017 complaining of not feeling well. An x-ray was performed but did not show anything of significance; a CT was performed and revealed that the rv lead had perforated the heart wall. A sternotomy was performed and the rv lead was removed. No additional adverse patient effects were reported. The patient currently stable post-procedure, and a new rv lead is to be implanted at a later date.